Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer does not turn on and the programmer's internal circuitry was burned up and was shorted out. There was evidence of abuse or mishandling noted. The printed circuit board also has rear slide broken off however, no fractured solder was noted. All affected components were replaced. The programmer then passed all tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported patient involvement.